Event description:
Initially the customer contacted baxter's technical service center regarding pain while draining, which occurred on the homechoice (hc) during use for peritoneal dialysis (pd) therapy. The home patient (hp) stated there was fibrin in the patient line. The technical service representative (tsr) informed the hp to end the therapy and contact their registered nurse (rn). During a call with baxter customer services to follow up on the reported event, the following was reported. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies (doses, frequencies and lot numbers not reported), intraperitoneally (ip) for pd. On an unreported date, the patient experienced stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, which caused peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. The patient was recovering from the peritonitis. Outcome of stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, and drain pain was not reported. On (B)(6) 2012, the patient was discharged from the hospital. Dianeal therapies were ongoing. Concomitant medications were not reported. Per the nurse, the peritonitis was not related to dianeal therapy. Causality for stress, sores in mouth, patient made mistake/ touch contamination/ did not wear a mask/ did not clean the exchange area before starting pd, and drain pain was not provided.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed because the consumer reported the patient made mistake/ touch contamination, did not wear a mask and did not clean the exchange area before starting peritoneal dialysis, which is a poor aseptic technique. No assignable cause was determined. A review of all batch record documents was performed for potentially associated lots h11i17465 and h11h11072 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A label review was performed. The homechoice apd systems patient at-home guide states: "follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide instructs the patient to always put on a face mask and wash and dry (or disinfect) your hands thoroughly. A direction sheet included with the product includes warnings to "use aseptic technique." The guide states "contamination of any portion of the fluid path may result in peritonitis" and states "do not use if tip protectors are not in place." The guide states that the automated pd set is intended for single use only. Directions include: when preparing the disposable set, starting therapy, adding medication during therapy, and ending therapy, patients are instructed to: "use aseptic technique." The guide instructs the patients to put on mask, clean and/or disinfect hands as per local clinical practice guidelines and training. The directions include step by step instructions to ensure unused clamps are closed, the luer connections are secure, and the patient line is properly primed before starting therapy. Current labeling provides ample instructions related to prevention of the suspected use errors in aseptic techniques.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.